Event description:
It was reported that during a da vinci hysterectomy procedure, the mega needle driver instrument was noted to have a broken wire. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega needle driver instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the failure analysis investigation has been completed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.